Event description:
It was reported that during deployment of a vena cava filter, the two longer filter legs became caught on the introducer sheath. The pusher wire was used to release the filter from the sheath; however, the filter became tilted in the ivc and the two long filter legs were crossed at the anchors. The filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.